Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act and down buttons due to moisture damage keypad traces. The insulin pump was unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Customer also reported that the device had a battery out limit. Blood glucose level at the time of the incident was 128 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.